Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as n/a. It is corrected to read preamendment.

Manufacturer narrative:
Bd pas received three samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of leakage with the incident lot was not observed as all samples met the required specifications. Testing was conducted on the customer samples and leakage was not observed. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications.

Event description:
It was reported that bd vacutainer® single use holder had blood leakage onto the patients arm during collection. No injury or medical intervention.